Event description:
Health professional reported an alleged "band and port explanted due to intolerance." F/u with the health professional noted that "intolerance" was used to describe that the pt may have had previous adverse events involving the device. Further f/u will be conducted with the reporter to gather info on the adverse event(s) causing the need to explant the device.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number.